Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer generated an error at boot-up. However, the programmer did show an error in logs and in the update history window. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the programmer's stylus was damaged but functional and therefore replaced and calibrated. The programmer passed final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer generated a serious programmer error. Follow-up determined that the programmer booted to the error. The programmer tested out of specification during manufacturer's analysis. The programmer was returned for service. No patient complications have been reported as a result of this event.